Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that failure to capture bi-ventricular (bi-v) was noted and that lead trends showed right ventricular (rv) lead and left ventricular (lv) lead thresholds increased with slight changes in impedances. The rv and lv lead remain in use. No patient complications have been reported as a result of this event.